Manufacturer narrative:
On may 5, 2021, mentor received additional information indicating that during (B)(6) 2021 explantation surgery, both implants were found to be intact without any evidence of a leak. Both devices were damaged during the explant. However, the devices were returned because the left implant was suspected to be leaking. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had a tear on the anterior view, measuring approximately 7.5 cm. In addition, three (3) pieces of suture around the tear were found. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 300cc mentor smooth round moderate profile saline breast prostheses, suffered left breast implant deflation, post-procedure. The patient had a mammogram and the deflation was diagnosed during an in-office visit. There was an obvious leak reported. As a result, the patient underwent bilateral implant explantation and replacement with non-mentor devices on (B)(6) 2021. On (B)(6) 2021, mentor received two devices with the same lot numbers (5598163). However, it was not specified which device belonged to the left side. In addition, upon initial examination of the devices, both products were observed to be deflated. Follow-ups were performed to gain clarification, but no additional information was made available. Therefore, the contralateral device will also be reported. This medwatch form is for the right breast prosthesis. The left breast implants has been reported under mrn: 1645337-2021-01231.